Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after charging the pump overnight, it would not turn on the next morning. As customer did not have usb cable on hand at the time of the report, tandem technical support was unable to confirm cause of shutdown. Although multiple attempts were made by tandem technical support to follow up, customer did not reply. There was no reported impact to customer's blood glucose.